Manufacturer narrative:
Upon further evaluation, service found the bending angle was lacking due to stretching of the angle wire. The bending tube was deformed. Scratches were observed on the control section, rotating mechanism, switch box, grip, angle lock, up/down plate, universal cord, scope connector, and scope connector cover. The customer¿s reported weak suction was not confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the subject device had weak suction and there was a ticking sound during angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeling off. This report is being submitted for the peeling coating found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of the external factors may have caused the event. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.